Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer called back via phone because the insulin pump was not working. The insulin pump has a blank display. Troubleshooting was performed. The display did not return. The customer's blood sugar is 119 mg/dl. The insulin pump is returning.

Manufacturer narrative:
Findings: pump received with blank display due to battery cap missing the metal contact. Installed a test battery cap and continued testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.